Manufacturer narrative:
(B)(4). The customer reported that sometimes the switched internal paddles cannot be connected. There was no reported adverse patient impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that sometimes the switched internal paddles cannot be connected. There was no reported adverse patient impact.